Event description:
A malfunction on the pump was reported after it was hit by a basketball. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, which diagnosed a clock error and provided assistance in resetting the pump, although the malfunction recurred. Consequently, a replacement pump was sent to the customer. The customer acknowledged receiving instructions for using the replacement, including putting the current pump into storage mode and returning it using the provided materials.